Event description:
The user facility reported sheared coating on the guidewire device. Follow up communication with the user facility reported the following information: the customer found that the coating had been sheared off at approximately 10 cm in length on the distal segment of the device. The actual device was changed out to a new one and the procedure was successfully completed.

Manufacturer narrative:
Visual inspection upon receipt found that the ptfe coating had been sheared off the outer surface of the wire on the area approximately 98 -135mm from the distal end of the shaft. Magnifying inspection of the segment on approximately 98 - 135mm from the distal end found that shearing of the ptfe had been generated longitudinally from the proximal in the distal direction. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturing specifications, equivalent to that of the current product sample. The adhesive strength of the ptfe coating to the core wire was determined and verified to be equivalent to that of the product in the current production run. Simulation testing was conducted on a current product sample of the visiglide guide wire. The ptfe coated segment wash pushed against the sharp tool. In this state the test sample was pulled in the proximal direction. The coating was sheared off the shaft and some sheared portions came off the shaft. Another test conducted using the forceps elevator on the endoscope was raised while a guide wire was inserted in it. The guide wire came into close contact with the forceps elevator. Subsequently when the guide wire was subjected to further pushing and pulling forces in this state, it was exposed to a frictional force exceeding the product's strength limit, resulting in shearing of the coating off the shaft. The production lot number was not provided by the user facility, which prevented a meaningful review of applicable production records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the actual sample had come in close contact with a sharp object and in this state it was subjected to a pulling action, when it was exposed to an abrading force which exceeded the coating's adhesive strength. The potential for such an event is addressed in the instruction for user with statements such as the following: "do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion potion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory". All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).